Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen appeared to be splitting at the bezel while the device remained functional, consistent with a screen bezel separation on the hardware enclosure. Symptoms included no clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included complaint intake and arrangement for replacement of the device with return of the original for evaluation. Investigation of this case revealed a suspected mechanical enclosure issue localized to the display assembly or bezel, with no evidence of performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was likely mechanical stress or wear consistent with normal handling or cosmetic enclosure separation.